Event description:
The user reported that during an afib ablation procedure, the physician advanced the needle and then the wire. When the physician attempted to withdrawal the wire, it was stuck. When examined under fluoroscopy, the wire was unraveled. The physician withdrew the needle and wire together. A new device was used and the procedure was completed without further complication.

Manufacturer narrative:
Device evaluation. One used suspect device was returned for evaluation. The evaluation is in process. A follow-up report will be submitted when the evaluation has been completed.